Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that it completely disconnected at a part that should not disconnect, it broke off at the little tube from the catheter to the near port. The tech was just drawing blood. Verbatim: it completely disconnected at a part that should not disconnect, it broke off at the little tube from the catheter to the near port. The tech was just drawing blood.